Event description:
It was reported during implant of a medtronic transcatheter aortic bioprosthetic valve, the patient developed complete heart block (chb). After the valve implant procedure, a temporary pacing wire was left in place and the patient was transferred to the intensive care unit. Initially, after a few hours, the patient regained the baseline intrinsic rhythm. However, in the morning of the first post-operative day, chb developed again. Subsequently a dual chamber permanent pacemaker was implanted that day. The patient was discharged to home in stable condition on the fourth post-operative day.

Manufacturer narrative:
D. This is a system report; section d information references the main component of the system and was in use with the following device which cannot be excluded as a potential contributing factor to the adverse event: medtronic product ID: d-evolutfx-2329, FDA site ID: 9612164; lot #: 0012760080, ubd: 10-apr-2027, UDI#: (B)(4); implant date: non-implantable h6. Eval code method: valve (b20), dcs (b18). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: unknown guidewire; product lot/serial number unknown; product type: guidewire; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the complete heart block first developed when the guidewire crossed and prior to the delivery catheter system (dcs) advancement.